Event description:
The hcp reported that the pt presented to the ER with suspected itb overdose. The pump was turned down. A catheter kink was subsequently detected. No other info was provided. Refer to manufacturer's report #: 2182207200700920.